Event description:
It was reported that during a scheduled filter retrieval, the marker band on the recovery cone sheath moved proximally about 7 to 8cm from the distal tip of the sheath. The physician positioned the sheath and successfully removed the filter. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The event investigation is currently underway.